Event description:
It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Event description:
It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried body fluid was noted in the helix housing, slightly deformed coils and slight bend in the insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.